Event description:
It was reported that the patient had a previous tear to their driveline on the non-modular end that was covered with rescue tape but now the wires are more visible.

Manufacturer narrative:
A4 - patient weight is unknown and will be updated if additional information is provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5: previous rescue tape covered under MFR # 2916596-2021-05904. Manufacture¿s investigation conclusion: the reported superficial damage to the pump cable could not be confirmed as no images depicting the damage were provided and no product is available for evaluation. Review of the submitted log files confirmed one low flow fault flag; however, no low flow alarms were able to be confirmed. Although a specific cause for the low flow event could not be conclusively determined through this evaluation, the pump appeared to function as intended. The submitted system controller event log file captured one transient low flow fault flag on (B)(6) 2023 that was not sustained long enough to result in a low flow alarm. Of note, an elevated pulsatility index (pi) value was captured during the event. There were no other notable events or alarms captured. The pump appeared to have operated as intended at the set speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump . Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." This section also explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." This document also outlines system controller alarms, as well as how to respond to each alarm condition. The patient handbook also instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The relevant sections of device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.